Event description:
It was reported that the patient underwent a cervical disc replacement. An unknown time post-op, the patient was experiencing pain post op and had a revision surgery done to remove the device.

Manufacturer narrative:
The event date is unknown. Visual and optical examination of implant reveals light surface scratches, consistent with explantation. Dimensional evaluation of spherical feature height, overall height, and overall width were all found to be within sprint specification. Unable to identify material or functional defect with respect to the implant. After visual and optical inspection, and dimensional evaluation, the implant functions as intended. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.